Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that out of range pace impedance measurements were seen when it comes to this right ventricular (rv) lead and device for over one year. Noise was not recreated with maneuvers. A review by boston scientific technical services (ts) noted the pacing impedance measurements had been gradually rising since the implant. Possible lead ionization process was discussed at the high output pacing reduces the value however the pace impedance measurements are out of range. Ts noted that if rv lead continues to have gradual increase of the pacing impedance and threshold consider revising the lead. No adverse patient effects were reported.